Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the anchors were place for a type ia endoleak. It was noted that the endoanchors did not resolve the type ia endoleak and a chimney/endovascular aortic sealing (chevas) procedure was performed. Chimneys were placed in both the left and right renal arteries. In addition to endoanchors another endurant stent graft was placed into the iliac artery and 2 aortic cuffs from another manufacture were also implanted. It was noted that no adverse events were seen on the final angiogram and the procedure was considered a success. Additional information received reported that the original endurant stent graft was implanted approximately 6 years and 6 months ago from index. The event was discovered during follow up. The proximal type I endoleak was a caudal endoleak from the right renal artery. There was a distal type I endoleak located in the left common iliac artery. There was no stent graft migration observed. Patient medical history: past tobacco use, hypertension, hyperlipidemia, cardiac disease, valvular disease, cerebrovascular / neurologic disease, transient ischemic attack (tia). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the reported complaint (caused issue with another device) could not be confirmed as the event occurred in-vivo and could not be replicated during device analysis. The guide most likely did not cause or contribute to the applier abnormal response. During device analysis, the applier was found to not exit the tip of the deflected guide, which was not reported to pxm. The ID obstruction was a result of the kevlar loop being pulled from its intended routing around the support ring subjecting components proximal to the support ring to forces they were not designed to withstand. As a result, the support ring is pulled out of alignment which obstructs the lumen. Film evaluation summary: the exact cause of the proximal type I endoleak and reported distal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for review and comparison. CT¿s returned from 6- ½ years post-implant revealed that the bifurcate was positioned several mm¿s below the lowest left renal artery. The bifurcate proximal od measured ~36mm, and there appeared to be lack of stent graft apposition along the lateral-right side; the aortic diameter at the proximal margin measured ~42mm and there was a proximal type I endoleak. Contrast was also seen along the ~1cm distal length of the contra/left limb. Although no distal type I endoleak was seen within the aaa sac, it is possible that the aaa was also being pressurized distally. The aaa diameter measured 59mm in max diameter. It appears likely that disease progression with neck di latation contributed to the proximal type I endoleak and marginal left distal seal. The cause of the reported heli-fx guide and applier issues could not be determined from the films provided. Images during the endoanchor implant were not returned, and no issues were seen on the post-anchor images provided. Post-implant images noted moderate angulation of 50 deg a-p relative to the distal aorta, which may have contributed. As reported, these issues may have been user related. The heli-fx devices were returned for analysis and are covered on a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and guide were used as an accessory device for the endovascular treatment of a medtronic stent graft migration. The decision was made to repair the stent graft migration with heli-fx endoanchors. It was reported that the first guide was brought up and positioned in a straight portion in the aorta. Then an applier was brought up and advanced to the end of the guide. Next the guide was deflected to a 90-degree angulation to the wall. The physician pushed the applier to the wall and pushed the button from the applier in the forward position. After that the system retracted the screw by itself. It was thought that the endoanchor touched a calcification or something else. The physician tried to find another position (4 times) but every time the system retracted the screw by itself. It was thought that the applier failed and another applier was used but the same problem occurred. The decision was made to use a new guide and the endoanchors were successfully implanted and the event was resolved. Per the physician the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.